Manufacturer narrative:
Initial and final MDR (B)(4). Device 6 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient faced issue of infusion set tubing detached from connector between (B)(6) 2024. The set was detached after being in use for 1-2 days. The issue was resolved by replacing infusion set and resuming insulin. No further information available.